Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter does not turn on. On april 14, 2009, this medical affairs specialist contacted the pt to clarify information obtained during the initial phone call. The pt tests her blood glucose 3 or 4 times per day and controls her diabetes with lantus and novolog insulin. The pt takes 50 units of lantus per day and novolog based on a sliding scale, per the lfs meter reading. Prior to the day prior to original date, the pt sated that she was under tremendous stress at work and her blood glucose had been running relatively high. On the same day, the power issue began. Reportedly, 12 hours after the power issue began, the pt was unable to obtain a blood glucose reading and developed hyperglycemic symptom described as "sweating." At this time, the pt purchased another meter and obtained a blood glucose reading of close to "600 mg/dl." The pt drank lots of drink as treatment and rested. The aforementioned symptom abated within one hour. However, her blood glucose was not normalized until 2 days after. The pt stated that it is hard to say if the symptoms could have been prevented, as she was under a lot of stress at work. The pt indicated that had she had a meter that was working at the time of concern, she could have administered medical intervention accordingly and promptly. The pt's testing frequent and insulin regimen was not altered immediately before or after the reported issue began. During troubleshooting, the reported issue was resolved. This complaint is being reported, because the pt claimed that she had high readings on another meter, after she was unable to obtain her blood glucose for 12 hours due to the reported power issue. Replacement product were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.